Event description:
It was reported that during a ptca/stent procedure, when the guide wire was introduced into the stent delivery system (sds) outside of the pt's body, friction was felt during the progression of the guide wire. The sds was removed and it was noticed that the tip of the sds balloon was broken; the broken tip was removed (the tip was 2/3 reduced length). The guide wire was introduced, again, into the sds and the sds was advanced to the lesion area. No friction was felt and the stent was deployed without any problem. Reportedly, no pt injury was reported.